Event description:
It was reported that during a sigmoidectomy and proctopexy procedure, the device could not be removed after firing. The anvil and main body in the bowel were separated and the main body was removed from the anus. An incision was made at the mouth side of the anastomosis and the anvil was then removed. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.